Event description:
It was reported that the patient presented remotely via merlin.net review of the transmission revealed that the patient received a shock for vf which failed due to svc coil shortage. The dynamic rx algorithm changed the shock vector from rv to can configuration. This was successful in cardioverting the patient. No intervention was performed. The patient was in stable condition.

Event description:
New information received noted that the right ventricular lead exhibited noise. The lead was explanted and replaced. The patient was in stable condition.